Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant of the implantable cardioverter defibrillator (ICD) system, after the venogram of the coronary sinus, a dissection was observed. A pericardiocentesis was performed via thoracotomy for treatment of a pericardial effusion and hemothorax and the effusion was resolved. The left ventricular (lv) epicardial lead was successfully implanted via thoracotomy. The patient subsequently experienced hypotension and died during the night. There are no product performance allegations. No additional details regarding the death are available.